Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for system error 2240, where the home patient (hp) initiated the therapy, prior to being connected to the patient line and connected self once the homechoice (hc) started to alarm. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain. The hp initiated the therapy prior to being connected to the patient line. Once the hc started to alarm system error 2240, the hp connected to the patient line. The technical service representative (tsr) explained the message and advised the cg to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.